Event description:
Caller reported that their pump malfunctioned after it got wet, displaying a malfunction code. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer drank water to address the elevated bg. Cts assisted the caller with resetting the pump, but the issue persisted, leading to the decision to replace the pump. Customer was informed about receiving a replacement pump, was instructed on backup therapy using multiple daily injections, and given instructions for returning the malfunctioning pump to tandem.